Event description:
It was reported that the patient experienced a pocket hematoma and pocket pain post operatively. The pocket hematoma was surgically drained. The device remains in use. The patient was reported to be enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: competitor lead, implanted: (B)(6) 2007. (B)(4).